Event description:
In this event it is reported that vdw.gold reciproc stopped during use. The outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
Received information that this is a vdw. Gold reciproc, please disregard this report..... This device is not marketed in the us and it is not considered to be similar to another device that is marketed in the us by dentsply sirona. There are several apex locators marketed in the us, but none that are integrated with an endodontic motor. As such, this event would not meet the criteria for reportability per 21 cfr part 803.